Event description:
It was reported that the post op x-rays indicated that the cup was very vertical, so they decided to remove cup and reposition properly. Patient was revised.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.